Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a tka procedure the ar-623-t308 trial broke while cycling the knee. The rep reported all pieces were recovered and the case was completed. The patient was not harmed. See attached image.